Manufacturer narrative:
Results of investigation: a vyaire third party service technician was able to verify the reported issue. Bench testing revealed a faulty internal battery and motor board. The technician replaced the internal battery and motor board and the reported issue was resolved.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilators voltage drops after 20 minutes then resets. There was no report of any patient involvement associated with this reported event.